Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "defib fault 78" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was evaluated by another country's MFR. The reported malfunction was observed and attributed to a system interconnect cable that was not seated properly. The cable was reseated to resolve the malfunction. Trend analysis for failures of this type does not indicate an increase in frequency.